Event description:
It was reported that (1) atw35 was used during a lap appendectomy procedure. It was reported by the rep that the instrument stapled but it did not cut. Opened another device to complete the case. There was no consequence to pt.